Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had cracked reservoir tube window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. Button error did occur after moisture exposure and buttons were not pressed longer than 3 minutes or longer. It was also reported that reservoir compartment was cracked. Customer's blood glucose was 329 mg/dl. Insulin pump would need to be replaced.